Event description:
The customer reported a sample generated an initial (B)(6) result close to the (B)(6) but was (B)(6) when retested in duplicate on the architect i1000sr analyzer. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. No additional information was provided. Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).